Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076219.